Event description:
The patient reported over the past few months patient had two devices that came off. The patient confirmed that the application site is properly prepared with an alcohol prep prior to applying the v-go device and that patient is in a seated position while applying. Patient stated that one of the v-go devices came off within minutes after application and the other a few hours later while patient was removing his slacks. The v-go devices have been discarded.